Manufacturer narrative:
(B)(4). Date of event is unknown. This report is for one (1) unknown cerclage cable. Part#, lot# and UDI # is not available. Explant date: unknown. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown cerclage cable. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that osteosynthesis was applied to femoral fractures on (B)(6) 2018. The surgery was completed with cerclage cables and cerclage passer without a delay. A few days after the surgery, hematogenous disorder started to develop in the patient. The cerclage cables were removed in explant surgery on an unknown date. Reportedly, the event is related to the usage of the cerclage passer. The surgeon happened to tighten both the fractured bone and the femoral artery. Patient outcome was reported as stable. This report is for one (1) unknown cerclage cable. This is report 2 of 2 for (B)(4).